Event description:
The consumer reported that the implantable neurostimulator (ins) had moved. The ins was in the center of the buttock but it was toward the left hip at the time of report. The patient saw his health care professional (hcp). He fell, broke his hip and had surgery which was when the issue was noticed. The issue occurred in (B)(6) 2015. The hcp was not concerned as the patient was not having any pain and was still getting therapy benefit with no changes. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information reported about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.